Event description:
It was reported that the device was explanted after an implant duration of approximately 91.40 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a single day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA# (B)(4).

Manufacturer narrative:
Additional narrative: the device is available for evaluation per the customer, however, has not yet been received by baxter. Should the device or additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor single day 2ml/hr device ruptured one hour after being filled. There is no report of patient injury or medical intervention. No additional information is available.